Event description:
Initial report: this non-serious spontaneous rumor case report from a foreign country was reported by a physician via a call center and forwarded by our local affiliate. The reporter stated that he heard from other physicians (who she met) that some patients have been using (poly-l-lactic acid) sculptra therapy, and have been presenting with nodules (described as granulations) at the injection site. Some of the nodules appear some time after the injection, three years after injection in some patients. No further information is available. A ptc (pharmaceutical technical complaint) was initiated. Reporter's causality assessment: not provided.